Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that caller stated facility had "recently" had event in which patient turned off their stimulator, cautery was used during the procedure and when patient woke up they couldn't get stimulator to work and reportedly "it was fried". Asked if this was a mdt device and caller stated "I think so" but they had no further information on this event. Caller transferred tss to their medical director, who reiterated they were aware of a "couple instances" with what they believe have been "newer devices" at the main hospital involving cautery use but they didn't have further details. The healthcare provider (hcp) said they were aware of one event in particular in which the stimulator was damaged beyond repair even though it had been turned off for surgical procedure. Caller provided name of local manufacturing representative (rep). No symptoms/patient complications reported. (B)(6) 2021 e1,e2 (rep): no new information. (B)(6) 2021_e3 (rep): no new information.